Event description:
It was reported that during an anterior resection procedure, the case was very difficult. The device fired staples, but they appeared to stay open. The procedure was converted to open and they used a like device to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.